Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The two additional proglide devices referenced with reported issues are filed under separate medwatch report numbers.

Event description:
It was reported this was an arteriotomy closure of the left common femoral artery using the pre-close technique via a 6f sheath hole prior to a endovascular aneurysm repair (evar) interventional procedure. The sutures of one proglide were successfully pre-placed. Reportedly, when the second proglide device was inserted, it was not pushed far enough into the vessel and there was no blood flow coming from the marker lumen. The physician deployed the device; which resulted in a cuff miss [suture retrieval issue]. An attempt was made with a third proglide device; however, a cuff miss [suture retrieval issue] was noticed. An attempt was make with a fourth proglide device; however, a cuff miss [suture retrieval issue] was also noticed. The sutures of another proglide device were successfully pre-placed. The sheath was upsized to a sheath size greater than 8.5f and the evar procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.